Event description:
Complaint is not reportable based upon additional info on 05/26/2009. It was reported that during a percutaneous coronary intervention (pci) procedure, the shaft kinked and bent. The 90% stenosed target lesion was located in the left anterior descending artery (lad). The 24x2.75 liberte bare stent delivery system was advanced but unable to cross the target lesion. It was further reported that the shaft kinked and when the operator tried to straighten it out, it bent. The procedure was completed with a different device. No pt complications were reported and the pt's current condition is listed as "stable". However, upon receipt of device, it was noted that the shaft was broken into two pieces.

Manufacturer narrative:
The stent delivery system (sds) and the attached stent were visually, tactile and microscopically examined along the entire length. The sds was broken 18cm from the end of the manifold strain relief. At the break site, both end pieces were oval in shape which is consistent with the device having been kinked. No additional damage to the sds was noted; the balloon was tightly folded and the stent was correctly crimped between the markerbands. The mfg records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).